Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
At (B)(6) 2012, tha was done with accolade tmzf, trident cup, x3 linner and metal head v40 teper. At (B)(6) 2020, the patient felt uncomfortable and went to the hospital. Examination at the hospital confirmed trunnionosis and the revision surgery of stem, linner, head is scheduled for around (B)(6) 2020.